Event description:
The following was reported to hamilton medical ag: summary: device alarmed with "buzzer defective" and "selftest failed" after startup.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a defective vu processor board. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. No patient, user or third party harm was reported. The root cause was determined to be most likely an issue with the i2c-bus on the vu processor board. In consequence the vu processor board was replaced. No further action is needed since the issue is deemed as single case.

Event description:
The following was reported to hamilton medical ag: summary: device alarmed with "buzzer defective" and "selftest failed" after startup.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a defective vu processor board. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. No patient, user or third party harm was reported. The root cause was determined to be most likely an issue with the i2c-bus on the vu processor board. In consequence the vu processor board was replaced. No further action is needed since the issue is deemed as single case. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: summary: device alarmed with "buzzer defective" and "selftest failed" after startup.